Event description:
During an elective cardioversion procedure, the electrocardiogram trace allegedly disappeared from the "crt" display following the defibrillator discharge. A backup defibrillator was made available and used. There were no adverse affects to pt care reported as a result of the alleged malfunction.